Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor (icm) exhibited under-sensing which led to inappropriate pause episodes. Programming changes were made and the patient was in stable condition.

Manufacturer narrative:
Correction: e1 reporter establishment name - the correct reporter name should be "carle clinic peoria cardiology" rather than "carle health clinic cardiology".